Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 42 mg/dl, 54 mg/dl at time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reported that the insulin pump was not worn during a medical procedure. Customer run the self-test and the insulin pump passed. The insulin pump will not be returned for analysis.